Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. Customer's blood glucose level was 250 mg/dl. The customer performed a pump reset and resolved the malfunction. As the malfunction alarm had occurred in the past, tandem technical support was unable to perform any troubleshooting. The malfunction alarm was cleared and insulin delivery was able to be resumed.